Event description:
Reportedly, the pt was admitted to the hospital on (B)(6) 2013 due to reception of repetitive inappropriate shocks. Interrogation of the associated ICD revealed low sense/pace and defibrillation impedances (<200 ohm) and episodes of oversensing. A re-intervention was scheduled to replace the subject lead.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufacturd and used outside the united states. Analysis is pending.